Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection and erosion. A laser extraction was performed with this ra lead. Furthermore, the physician stated that the leads extracted were terrible. No additional adverse patient effects were reported. This ra lead will not be returned.